Event description:
It was reported that the patient exhibited acute pain after his hand came in contact with a taser. It was stated that the contact was for five seconds and was at 50,000 volts. The patient had the device turned off since the day of the event; however, he didn't normally use the stimulator. It was noted that the device worked well until then. The patient had an appointment scheduled with a health-care professional. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 377760 lot# n0047650, implanted: 2005 (B)(6), product type lead product ID, 377760 lot# n0047655, implanted: 2005 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).